Manufacturer narrative:
(B)(4).the sample was not returned to baxter. The lot nubmer was unknown, so a batch review could not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) could not be confirmed due to lack of a sample. A root cause could not be determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) said when he came in this morning the hp was disconnected and a system error was on the display. The tsr had the cg cycle power off and on until end of therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2011. The nurse was not aware of the event and the patient was doing fine with therapy. No further information was available.